Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, a s233 (overtemperature-psc) malfunction alarm code was noted. The probable cause of the s233 malfunction alarm code was a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device was overheating. The pump was returned to the biomedical department with a note that stated, alarm malfunction s233. No specific patient information, pump programming, or event details were available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, a s233 (overtemperature-psc) malfunction alarm code was noted in the device history. No additional information was provided.